Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device falling apart-unattached identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cleaning brush from the attachment device had broken off and was stuck in the interlocking parts. It was further observed that there was liquid residue inside the device and the cutter device could not be inserted. It was determined that the bearing was worn. It was further determined that the device failed pretest for cutter engagement assessment. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.